Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set had a discolored filter. This occurred during infusion of total parenteral nutrition (tpn). The customer stated that the filter turned brown during use. There was patient no patient injury or medical intervention reported. Additional information was requested and is not available.